Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician adjusted the brake plunger in order to resolve the problem.

Event description:
A technician found that the brakes do not hold on this stretcher. Pursuant to our response to warning letter hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.